Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of infusion set was bent and slipped out of the insertion site, which resulted in an insulin leak. The customer experienced elevated blood glucose levels.